Event description:
The pt's spouse reported the pt has been experiencing an electrical discharge whether the neurostimulator is on or off. The pt is in extreme pain. The spouse stated the device was off at the time and the pt's settings were very high. Additional info was requested by medtronic from the health care professional regarding the reported event. The hcp reported the right lead had fractured. The pt's symptoms included no stimulation, discomfort or pain and shocking. The device was replaced and normal function was restored. No pt injury was noted.